Manufacturer narrative:
Submit date: 01/30/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an adverse event occurred with a peritoneal dialysis catheter. The customer states that a leakage/loss of fluid at the pd catheter was noticed during change of dressing. The catheter was found in two parts. These two parts (erte-extracorporal part and second broken part) had to be removed in a surgery; explanation of catheter and hemodialysis. Patient was giving antibiotics for infection treatment.

Manufacturer narrative:
Submit date: 03/13/2017. The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) review indicated that there was no quality issues associated with this failure. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.